Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
MFR site eval: samples rec'd: no samples available. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in our stock. Without any closed sample a complete investigation can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill requirements. Corrective/preventive actions: not applicable.